Event description:
It was reported the patient presented to the emergency room with the right ventricular (rv) lead having t-wave oversensing. The sensitivity was reprogrammed to resolve the oversensing and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.